Event description:
A report was rec'd that a pt's ipg was discharging at an abnormally fast rate after having undergone a pocket revision procedure. A bsn rep confirmed that the pt's ipg depletion rate was high. The pt underwent an ipg replacement procedure and was reportedly doing well following the procedure.